Event description:
While attempting to shock a patient a spark was observed between the paddles. The clinician believes a shock was not delivered because the patient did not "bounce". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.